Manufacturer narrative:
Based on the info provided, there is no indication a device failure occurred. The pt reportedly had pain after implant of a kugel patch in (B)(6) 2004. Subsequent CT scans were unremarkable and a surgical assessment in 2008 suggested possible nerve entrapment. No medical records were available beyond this. A review of the manufacturing records was performed and there was no evidence of a manufacturing related caused for the reported event. The info provided does not indicate a device related failure as causing or contributing to the reported event. Additionally, the kugel patch remains implanted. Without additional info no conclusion can be drawn.

Event description:
The following is based on info provided by the pt's attorney: (B)(6) 2004: repair of left inguinal hernia with kugel patch. On (B)(6) 2005: left groin pain, referred to pain management. On (B)(6) 2006: pain management status post motorcycle accident. On (B)(6) 2007: office visit, pain management and meds. On (B)(6) 2008: surgical opinion, possible nerve entrapment.